Event description:
The customer reported that last night the insulin pump showed a full battery. The customer stated that when he woke up, his insulin pump was off. Troubleshooting was performed. Advised to customer that the lithium batteries are not recommended to be used in his pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.